Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer was unable to complete the system check at the time of the call. Multiple attempts were made to by tandem technical support to continue the system check, however, no response was received. There was no adverse impact to the customers blood glucose.